Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: 686n030004, hours of operation: 17792, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The customer has not specified an incident date. The delivery rate of 183.3ml/h specified by the customer was found in the device history on (B)(6) 2024. Vtbi was set to 45ml and not 4.98ml as stated. No device alarm or technical malfunction was detected during the therapy. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and is provided with liquid residues but no visible damage was found. A visual inspection revealed that the contacts of the p2 plug are mechanically damaged and have liquid residue on them. The dummy plugs for manual locking and for manual adjustment of the mechanical pressure are missing. Functional inspection: a functional test was performed. The device passes the self-test. An error message appeared with the note danger of free flow-clamp IV line. The door had to be opened manually. It was then determined that the installed wlan battery was not recognized by the pump. The complete test was carried out with a replacement battery. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -6,99%. (Accuracy of set delivery rate should be: ± (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are not within our specification. Troubleshooting: the mechanical pressure was set to pmax 2,02 bar and pmin 1,71 bar via the adjusting screw from the outside, where the blind plug is missing, as this value was at the absolute maximum limit and this value influence the delivery rate accuracy according to the requirements of the technical safety check. Flow rate inspection after troubleshooting: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -3.13%. (Accuracy of set delivery rate should be: ± (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. The front panel is mechanically damaged. No other visible damage were found inside the device but liquid residue can be seen inside the device. Judgment: the complaint could be confirmed. Summing up all tests, the infusomat space operates not within our specification. The mechanical pressure was set to the absolute maximum limit. (Can be adjusted by hand from the outside.) The blind plug for the screw was missing. After setting the pressure to pmax 2 bar, the delivery rate deviation of - (B)(4) could be brought back to the correct value according to our specification. (± 5%). Addition information: it was determined that the installed wlan battery sn:(B)(6) was not recognized by the pump. The complete test was carried out with a replacement battery.

Event description:
According to the complainant a patient underwent a blood transfusion of 183.3 milliliters. Reportedly at the end of the transfusion the blood bag still had a least 150 milliliters remaining. No patient complications were reported as a result of this event.